Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d10 (therapy date) and g2 (health professional was inadvertently selected on the initial medwatch). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event occurred due to the faulty cr board and faulty front panel; however, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the insufflator exhibited occasional no display on part of the front panel due to a faulty printed circuit board. There were no reports of patient involvement.